Event description:
Consumer complaint of high blood results. Caller normally is 100-110 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (186) and the normal result (100) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).